Event description:
It was reported that prior to starting a da vinci surgical procedure, the endo wrist one vessel sealer instrument gave register self check error, multiple attempt failure. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury to a patient. Another instrument was used to continue with the procedure.

Manufacturer narrative:
The endowrist one vessel sealer instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that vessel sealer will not pass self-test due to the damages at the snake wrist area. Failure analysis investigation also found broken cable assembly at the snake wrist. The broken cable segments were various in lengths. The motion was no longer intuitive due to cable breakage. In addition, the snake wrist was also dislodged. There were no missing pieces from the dislodged snake wrist. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, a broken cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.